Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported after the pt's permanent procedure, stimulation could not be provided due to the scs lead migrating outside of the epidural space. Subsequently, surgical intervention will be taken at a later date to address the issue.